Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable charging pad and usb cable. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter, charging pad and usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.